Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No button error alarm during testing. Insulin pump was received with cracked reservoir tube lip, minor scratches on lcd window and scratched lcd window and scratched reservoir tube window.

Event description:
It was reported the customer received a button error alarm. Customer stated their buttons also became unresponsive when they attempted to clear their high alert. The customer's blood glucose was 189 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).